Event description:
Additional information received reported that the event was attributed to the electrode array under the lamina of t9. The epidural space hematoma was evacuated on (B)(6), 2012. It was further stated that the incision and draining of the subcutaneous hematoma occurred on (B)(6), 2012. The patient recovered without sequela. No additional information was reported.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type; patient product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension.

Event description:
It was reported that the patient developed a hematoma right under the implantable neuro-stimulator (ins) right after implant. It was corrected surgically and the patient was then hospitalized for two weeks. It was stated that the wound had healed. Patient noted that the hematoma most likely developed due to the blood thinners that he was required to take. Additional information was received and the patient reported he does not have concerns with the device or therapy.